Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis was completed and a higher percentage of hydrogen gas than normal was identified within the device case. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
Analysis of the returned product was completed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unexpected decrease in remaining longevity. Device data was reviewed by engineering and confirmed the device was depleting earlier than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received that this device was explanted and successfully replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.